Event description:
It was reported that the device turns on and off intermittently during use. Customer a reported that they unsure if any alarms or error messages were present at the time of the event. There were no known impact or consequences to the pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.